Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital for bi-atrial crt-d system extraction due to infection. Echocardiography was performed and revealed methicillin-susceptible staphylococcus aureus (mssa) infection with unconfirmed lead vegetation. The implantable cardioverter-defibrillator (ICD), right atrial (ra), left atrial (la), right ventricular (rv), and lateral coronary sinus leads were explanted and replaced with a new contralateral crt-d system. The cause of the infection was not definitively confirmed; however, it was suspected to be associated with a recent gastrointestinal diagnostic procedure. The patient¿s condition remained stable.